Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the provided video identified a leak, however it was not possible to determine the location of the leak. The reported failure could be confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 140h dialyzer had an external fluid leakage at the connector during treatment. There was patient involvement; however, no medical intervention reported. No additional information is available.